Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed with this device and no device malfunctions were reported. On (B)(6) 2013, following the third bronchial thermoplasty treatment the patient was noted to have a vocal cord polyp. No hospitalization visits occurred as a result of this event. On (B)(6) 2013, the patient had an office visit with an ent and during the office visit the polyp was removed. According to the complainant this event is resolved. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.43, fev1 % predicted: 86.18, fvc: 4.70, fvc % predicted: 93.44. Post-bronchodilator: fev1: 3.68, fev1 % predicted: 92.46, fvc: 4.79, fvc % predicted: 95.23.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.